Manufacturer narrative:
Additional, changed, and/or corrected data. Lab analysis summary: visual analysis of the returned device identified; flat creases, observed void >1 mm in non-textured, valve-to shell-bond area. Leak test was performed which did not identify openings or delamination. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or delamination found.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.